Event description:
Reportedly, a patient included in astral study (implanted with micro lv lead axone), called the center because she was feeling bad and the center asked the patient to launch a manual remote report then, on (B)(6) 2023. The remote report .pdf file displayed a warning on lv lead due to high impedance (>0 ohms), despite the high limit for lv impedance is set to 8000 ohms in the remote parameters and the real value of lv impedance is only 2273 ohms. Could you explain the 0 ohms threshold ? (Nothing to report on .idf file). Second question, on page 4 of the remote report pdf file, it is written "alert non disponible", what is the meaning?

Manufacturer narrative:
Initially, the patient called the center for a discomfort but the 2 issues in the pdf report of the rms are not linked to the discomfort. The issues are linked to the remote monitoring system and therefore the device itself platinum 4lv sonr crt-d 1844 serial number: (B)(6) is not involved. No hardware issue, no software issue on the device is suspected. This case is retained and utilized for trending purposes. Issue 1: lv lead due to high impedance (>0 ohms). This alert appears when the high limit for the lv impedance is programmed at 8000 ohms (available for axone only). The value « 8000 » has a typo in the software coding. It has been corrected and it has been/will be deployed as described here below: 1. In the rms version: deployed beginning on (B)(6) 2023. 2. In the programming software of platinum 4.04 : the deployment will in q1 2024. When the remote monitoring system should send the alert (high limit = 8000 ohms), it doesn't receive the right information from the implanted device because the device still has the wring coding. It replaces « > 8000 » by « > 0 ». This alert will appear for each device programmed with the high limit for the lv impedance is programmed at 8000 ohms. All other values function properly: the classic values (1500 à 3000 ohms) and the values dedicated to axone lead 5000 and 11000 ohms. Issue 2: "alert is not available" written in the pdf report on page 4 this sentence appears because of an error in the code of the parameter "high limit of the impedance for the atrial lead". This issue is listed in the list of future updates/corrections.

Event description:
Reportedly, a patient included in astral study (implanted with micro lv lead axone), called the center because she was feeling bad and the center asked the patient to launch a manual remote report then, on (B)(6) 2023. The remote report .pdf file displayed a warning on lv lead due to high impedance (>0 ohms), despite the high limit for lv impedance is set to 8000 ohms in the remote parameters and the real value of lv impedance is only 2273 ohms. Could you explain the 0 ohms threshold ? (Nothing to report on .idf file). Second question, on page 4 of the remote report pdf file, it is written "alerte non disponible", what is the meaning?